Event description:
The facility reports the resident had an amputation on the right leg. When the resident was in the hoist, resident became panicked and put the amputated leg on the knee support and almost slipped out of the sling. The facility had to manually put patient into the wheelchair. No injuries were reported.